Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that three lentulos ra 25mm 2 separated; no patient injury reported.

Manufacturer narrative:
Involved product that broke during use is not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during dhrs review. For information no mechanical test is applicable for lentulo instruments. Root causes are not identified. We will track this kind of event and monitor the trend.